Manufacturer narrative:
Device evaluation: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned. Therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they had encountered issues with 250ml patient cassettes reading downstream occlusion. Typically, this had occurred while priming in the IV hood and swapping out the pump had resolved the problem. However, the issue had progressed to the chairside, making it difficult to start a patient. There was no patient involvement, and no patient harm adverse event reported.